Event description:
It was reported that an ems was used during a laparoscopic herniorrhaphy, it was reported by the affiliate that the staple jammed at the distal end of the instrument without any trauma to the pt. The instrument would not fire again after the staple jammed. Another instrument was used to complete the case. There was no consequence to the pt.